Event description:
It was reported that during a cardiac catheterization and coronary stent placement, the balloon became lodged and pinned by the stent. A dissection occurred and the pt was sent for bypass surgery. The pt status is listed as "okay".